Event description:
Our distributor in taiwan received a report from a customer regarding leaks from the water trap of an rt212 breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The rt212 is not sold in the USA but it is similar to another device which is sold in the USA. The 510 (k) for that product is k983112. We are awaiting the return of the complaint device to complete our investigation.